Event description:
It was reported that the patient stated catheters are defective. There is a split at the end that connects to bag, tips are mauled, ruff cut. Lot# jukq9510. Returning 15 unopened boxes qty 450. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. Troubleshooting did not resolve the issue.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation a review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d. The instructions for use and labeling were reviewed and found to be adequate. All available UDI information is being provided per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated catheters are defective. There is a split at the end that connects to bag, tips are mauled, ruff cut. Lot# jukq9510. Returning 15 unopened boxes qty 450. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. Troubleshooting did not resolve the issue.